Manufacturer narrative:
(B)(4).the device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on therapy on (B)(6) 2011 during drain 2 with a drain volume of 4019m. The fill volume was 2500ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was determined to meet functional and electrical performance specification requirements per return instrument test / evaluation (rite) testing. The device passed both the homechoice (rite) electrical test and the rite functional test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be: insufficient drain, multiple cycles advanced to fill when slow/no flow. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.